Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site experienced an inaccuracy during a fess case. While utilizing the tracer registration the zone of accuracy was large in the area of interest. The 3d model didn't have smooth skin so the site edited the threshold and then, when the auto-refine was clicked, the 3d model became a skeleton again. The site then tried a different merged scan and were then able to pass the registration, however, when they verified the accuracy it seemed off by 2 cm. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Device evaluation: the patient archive from the system was not provided, however the system logs were reviewed for the reported issue. For the inaccuracy the logs were inconclusive. Registration 2.3mm with 663 trace and 3 touch. Navigation was used for approximately 2.5 hours. It was not possible to assess the quality of the model via log inspection. The patient had 15 exams, but only 3 in the merge set. After changing the registration exam, autorefine was used. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Additional information: additional review into the reported issue was conducted by medtronic. The review found that the site had multiple occurrences of imprecision that could be linked to the user technique of the surgeon.

Manufacturer narrative:
Correction: serial number provided.